Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue with connecting the camera was attributed to a defective receptacle board. The cause of the defective receptacle board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the device needed software upgrade. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during a diagnostic stone extraction procedure, the visera elite video system center had poor connection, as the customer needed to hold the connector for the image to stay intact. It was noted, the intended procedure was completed. Upon inspection of the customer¿s returned device it was observed, the reported issue was confirmed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.